Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital with recurrent cerebrovascular symptoms, aphasia and right sided hemiparesis. An initial CT was unchanged from a prior CT. The patient's inr ranged from 3.2 to 3.4. Log file analysis completed by the manufacturer's technical services representative revealed multiple low flow advisories that appeared to be patient related. There were no other unusual events noted within the event history. Additional information was requested, but not yet provided.

Manufacturer narrative:
Device evaluation: no product was returned for evaluation. The report of low flow alarms was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the alarms could not be conclusively determined. The log file captured that the pump operated above the low speed limit during all the captured events and the system operated as intended. In addition, a correlation between the device and the reported recurring cva symptoms, aphasia and right sided hemiparesis could not be conclusively determined. The patient remains ongoing on vad support and no further issues have been reported. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had fluctuations in neurologic status throughout their hospital admission. On (B)(6)2017, the patient had worsening neurologic symptoms and a head CT did not show bleed. The event was thought to be secondary to hypotension/confusion with baclofen, and the baclofen was discontinued. There was further worsening of aphasia and right sided weakness on (B)(6)2017, but improved again on (B)(6)2017. Warfarin was resumed, inr goal 2.5-3.5. The patient was sent to an inpatient rehabilitation facility where they await placement to a skilled nursing facility. As of (B)(6)2017, the patient still had aphasia, minimum assist grooming, total assist lower extremity dressing, total assist toileting, and total assist bed to chair transfer.